Manufacturer narrative:
The products associated with this reported event were not returned for examination. A search of the complaint database did not show any other reports against the reported product lot codes. The investigation could not draw any conclusions about the reported event without the products to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The pt was revised because the tibial tray was in varus and loose. The tibial insert was noted to have wear.